Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with the inner member separated and the stent implant partially expanded/exposed. The failure to deploy could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrow distal internal carotid artery. A 9/40 mm acculink ii self-expanding stent system (sess) was advance to the lesion but the stent could not be deployed. The sess was removed and the procedure was successfully completed with another acculink ii sess. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the inner member was separated and the stent implant was partially expanded/exposed.